Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for investigation. A connection loss was reported to have occurred for transmitter 4121l7. Data investigation confirmed a connection loss on (B)(6) 2018 for transmitter 4122g0. The root cause could not be determined post investigation.